Manufacturer narrative:
The investigation determined that this complaint is a duplicate of report with MDR access# (B)(4). Therefore, for evaluation results and manufacture¿s narrative please refer to this report.

Event description:
Importer ref. #:(B)(4). Manufacturer ref. #: 1849mcc4862.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that pressure spikes were noted during patient treatment. There was no patient harm. (B)(4).